Event description:
It was reported, that upon interrogation. It was noted, that high capture thresholds were present on the right ventricular (rv) lead. The rv lead was found to be dislodged. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.